Event description:
It was reported that following an implant of an artificial urinary sphincter, the patient experienced a fistulous orifice in the perineum, leaving purulent secretion. The patient underwent several antibiotic regimens to no avail. A cuff infection was found on (B)(6) 2020. The cuff was explanted.